Manufacturer narrative:
No sample has been returned for evaluation for the report of corneal edema, hypopyon, and possible infection; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. A possible root cause is that endophthalmitis is an established risk associated with use of the system that is clearly specified in product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient developed an infection. The infection was confirmed by a positive culture. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting on post op day one the patient's eye was severely inflamed with moderate corneal edema and hypopyon. On post op day two the anterior chamber was tapped. The cultures demonstrated 'normal skin flora'. The patient was treated with topical antibiotics, steroids, and glaucoma medications. Continued improvement was noted.